Event description:
The lay user/reporter called intn'l affiliate in 2007, alleging his wife's one touch ultra meter was reading inaccurately high. The pt's husband tested her blood glucose at 5:40 p.m. And the result was 15.3 mmol/l. She had eaten some potato chips and a diet soda around 2:00 to 3:00 p.m. And lunch at 11:30 a.m. About 5 to 10 minutes after testing, she went into "shock". He had not given her any treatment after testing. He called 911 and paramedics were there within a few minutes. They tested her with their own meter and they obtained a result of 1.4 mmol/l at approx 5:55 p.m. They treated her with IV; the husband is not sure but assumes it was glucose. She recovered after receiving the treatment. Her husband stated that she is not prone to hypoglycemic events; however, he claims if he had known her blood glucose was low from the first time he tested, he would have give her orange juice and food. The pt's husband tests her blood glucose and he stated that he was not washing the pt's hands before testing. He stated that is a real possibility that she may have had sugary substances on her fingers at the time of testing. He stated that he was not in the habit of checking the confirmation window visually or replacing the lancets each time. The technique for performing a blood glucose test was correct, however, the technique for cleaning the punctue site was not correct. The pt did not have control solution to troubleshoot. This complaint is being reported as the reporter alleged the pt required treatment for hypoglycemia soon after obtaining a result of 15.3 mmol/l. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.